Event description:
It was reported that the customer was taken to the emergency and was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer was vomiting and that the insulin pump did not alert her that no insulin was being delivered prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.